Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked after loading the cartridge onto the pump. Additionally, it was reported the customer received an altitude alarm. During troubleshooting, the altitude alarm was successfully cleared and insulin deliveries were resumed. Blood glucose level was 198mg/dl.